Manufacturer narrative:
The lot number was manufactured between april 05, 2018 - april 06, 2018. The device was received for evaluation. The fill port tubing was cut where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition was due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was found leaking from an unspecified location. This was observed prior to administration. There was no patient involvement. No additional information is available.